Manufacturer narrative:
Pump error 25 due to connector resistance issue. Device received with normal operating currents. No replace battery alert, replace battery now alarm or power loss alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm. Insulin pump had power error detected alarm and it was resolved. The insulin pump will be returned for analysis.